Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown issue with the pump battery. There was no reported impact to the customer¿s blood glucose level. During a follow-up call, tandem technical support could not confirm any errors/alerts in the pump history. The customer continued to use the pump for insulin therapy.